Manufacturer narrative:
Additional information was received that the patient was explanted. The reason given for the explant was that the patient doesn't use the device and elected to have it removed. Nothing was mentioned regarding allergic reaction. The physician doesn't want to provide any additional information. The patient is doing well. Additional suspect medical device component involved in the event: model#:sc-1110-02 (B)(4) description: ipg kit without pull-through tunneler the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was rec'd that the pt is experiencing a severe allergic reaction to the lips and face area. The physician has prescribed the pt steroid medication and other medication with no success. The physician is going to explant the paddle lead to see if the allergic reaction will resolve.

Event description:
A report was received that the patient is experiencing a severe allergic reaction to the lips and face area. The physician has prescribed the patient steroid medication and other medication with no success. The physician is going to explant the paddle lead to see if the allergic reaction will resolve.